Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The care giver (cg) started the initial drain before connecting the hp. The cg still connected the hp after the therapy was initiated causing the hc to alarm system error 2240. The technical service representative (tsr) explained that the supplies were compromised and the cg would have to start the therapy over using all new supplies. The tsr had the cg cycle the power to clear the alarm. The cg was able to clear the alarm and was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.